Event description:
On (B)(6) 2011: customer reports via phone that system locked up during a retrograde cystogram. Pt procedure was completed using a portable fluoro c-arm. No pt injury to report.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.